Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure due to an unknown reason. The patient is doing well post operatively and the device will not be returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: 18859994. Product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 208593.